Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to operate during use. The following information was provided by the initial reporter: "I¿m finding approximately 10 % of of needles won¿t work, I have to put a new needle on the pen in order to inject my insulin. I have not saved those needles."

Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples of the reported batch were received. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. A review of past 12 months quality notification was performed, and no quality notification was raised on the reported defects. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ nano insulin pen needle was difficult to operate during use. The following information was provided by the initial reporter: "I¿m finding approximately 10 % of of needles won¿t work, I have to put a new needle on the pen in order to inject my insulin. I have not saved those needles."